Manufacturer narrative:
Lot review: a review of suspect lot# 3396088 showed that (B)(4) were manufactured, tested, inspected and released in february 2017 citing no exception documents. Receipt inspection: received two (2) used b1434, 8" (20 cm) appx 0.49 ml, smallbore ext set w/0.2 micron filter, clamp, rotating luer; suspected lot# 3396088. Functional testing: both used b1434 extension sets were primed and pressure leak tested. Both 0.2 micron filters leaked from the filter vents. Microscopic examination showed that there was no manufacturing defect however the leakage was typical of contact with alcohol found in antiseptic wipes and some chemotherapy drugs rich in alcohol content. Qe analysis summary: the 0.2 micron filters assembled into the b1434 extension sets were found to have filter vent leaks. Examination of the filter vents showed damage typical of alcohol contact. Filter performance may be impacted by, use of alcohol; nature of fluid used, concentration and duration of use. ICU medical will monitor and trend.

Event description:
Complaint received regarding two b1434, report states: during chemotherapy (etoposide) infusion, medication noted to be leaking @ flat section of filter. This happened on two separate days on the same patient. No adverse patient consequences reported.